Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, it was found the sr8 was powered on at 88% battery life and ran for less than five minutes before shutting down with 86% battery life still on the scanner. The root cause of the failure was identified as an internal battery failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Battery not holding charge. On (B)(6) 2020 the sr8 was powered on at 88% battery life and ran for less than five minutes before shutting down with 86% battery life still on the scanner.